Manufacturer narrative:
(B)(4). Device received pump error alarmed after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Device passed the displacement test, self test and failed pump error alarm test due to c13 voltage leak at interface board.

Event description:
The customer reported via phone that when the customer change the battery they need to reset date and time. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.